Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device. The device was returned to clinical service. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, the pump was reportedly programmed to deliver an unspecified concentration of levophed at a rate of 113 ml/hr instead of the intended rate of 13 ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the pt had an episode of ventricular tachycardia. It was reported that the pt self converted to a normal sinus rhythm. The physician was notified. No medical interventions were required. There were no reported adverse pt sequelae. Therapy was later resumed at an unspecified time. Though requested, no additional info was provided.